Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record on (B)(4) 2011 for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
Patient reports noticed the ok and up/down arrow buttons becoming intermittently unresponsive, and getting worse with time. Pt wears pump in pocket. Patient denies any physical damage to keypad. Buttons no longer click back and spring as usual. Patient reports does not exposure pump to moisture and only uses tip of finger to press buttons.